Manufacturer narrative:
(B)(4). H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/05/2025. Data was further reviewed. The allegation was confirmed via data as a no audio output. The probable cause is phone connected to external audio output device. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1613 intervertebral disc compression or protrusion diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was in a motor vehicle accident because his blood sugar went low and the g6 mobile app did not alert him that he was low. It is unknown if the patient experienced symptoms prior to the accident or during the accident; however the patient was conscious but could not figure out what was happening. People around called the police. When paramedics arrived, they checked the patient's bg and it was 41 mg/dl while the cgm was 70 mg/dl. The patient was taken to the hospital. At the hospital the patient was treated with pain medication and sweets to bring his blood sugar up. The patient suffered from back injury and a bruised elbow from the accident. After 6 hours, the patient was released from the hospital. At the time of the event, the patient was doing okay. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.